Event description:
It was reported that the pump started alarming. There was a list of numbers or the red screen and none of the buttons would work. When taking the batteries out the device still alarmed for another minute. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI is unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device was previously repaired on (B)(6)-2022 for a dso (downstream occlusion sensor) calibration issue. There is no indication that these repairs resulted in this complaint. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4)corrected data: d4: correction: UDI number: (B)(6)